Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: overall sizing of the implant is appropriate. Possible polyethylene wear of the medial compartment. Early loosening of the femoral and tibial components not excluded. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 42558000502 - partial femur cemented size 5 right medial - 64944836. 42538000702 - partial tibial cemented size g right medial - 65032727. G2 : foreign country : new zealand. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently 2.5 years post-op, the patient was revised due to pain. Attempts have been made and all available information has been provided.